Manufacturer narrative:
There is no allegation of a malfunction or deficiency involving the original invacare device. The aftermarket non-invacare item failed. Invacare has no information concerning the manufacturer of the aftermarket non-invacare part. Should additional information be obtained, a follow up will be filed.

Event description:
On (B)(6) 2019, the end user's wife reported that in (B)(6) or (B)(6) 2019, the aftermarket non-invacare adductors broke off the tdxsp2 wheelchair. Without the adductors the end-user¿s legs fell off the footplates resulting in a broken right leg.